Event description:
Additional information received from the customer reported the leak was found during reprocessing prior to a diagnostic pharyngeal observation. There was no delay and the procedure was completed with a similar scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the investigation results. See b3 and b5 for additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the image guide coil peeling could not be determined. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the airway mobilescope was leaking and there was partial damage to the battery. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the image guide coil was peeling off. The report is being submitted due to peeling coating found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event evaluation found the customer complaint was confirmed and water tightness was not maintained due to a perforation of the forceps channel and damage to the digital camera section. In addition, evaluation found corrosion on the operation part and cover due to water leakage, dirt was recognized in the card slot due to water leakage, the bending angle was insufficient due to the elongation of the angle wire, poor insertion of the brush into the forceps channel was observed, the curved tube was crushed, the flexible tube of the insertion section was crushed, the insertion tube was buckled, the control panel cover and grips had dirt that was difficult to remove, the up/down plate had difficult to remove stains, the screen was black with no image displayed due to damage to the digital camera, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.